Event description:
It was reported that during an appendectomy, instrument fired correctly first time. Second firing was incomplete. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.